Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an unexpected service operation error occurred when the nurses tried to pull the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer got an unexpected service operation error occurred. A technical support specialist completed a reverse synchronization with no issues. The station was fully synchronized to the main station. Transactions and station inventory were backed up to the ephi. The system functioned as intended after the technical support specialist troubleshot the device.